Event description:
Caller reported frame where it connects to the caster was bent during transportation.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.